Manufacturer narrative:
Patient information was requested but was unobtainable from the site. A medtronic representative went to the site to test the equipment. Replaced mvs computer. Loaded backup config files, ran rad and fluoro gain cals, and performed system checkout. The imaging system then passed the system checkout and was found to be fully functional. Visually, the returned computer presented with excessive heavy dust debris, both on the exterior of the computer, and inside the case. Upon start up, the computer experiences boot errors, only recognizes 3 disk drives, and disk drive c1 amber light indicating it a fault. The fan runs, but is noisy. The hardware investigation of the returned computer found that the reported event was related to an electrical issue with the hard drive of the computer. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site radiologic technologist (rt) reported that they received a message 'error has occurred with config file' was displayed during 3d spin attempt with the system and spin was unable to be acquired. This occurred during trauma procedure with the imaging system. The system was rebooted but message persisted on the mobile view station (mvs). The procedure was continued without the imaging system. There was no reported impact to the outcome of the patient.